Event description:
It was reported that there was air within the wds. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted that there was air present in the wds. The physician fully recaptured the closure device and removed the entire wds from the patient. The wds was flushed outside of the patient and it was noted that there was a thrombus that was pushed out. No air ever entered the patients vasculature. The procedure was then completed with a new 35mm wds. The patient did not experience any complications or consequences as a result of this event.